Manufacturer narrative:
Super poligrip free denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (lot number x10251). It is unknown if the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of exacerbation of colitis in a (B)(6) female patient who received super poligrip free denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medical conditions included colitis. On an unknown date, the patient started super poligrip free denture adhesive cream (dental). At an unknown time after starting super poligrip free denture adhesive cream, the patient experienced exacerbation of colitis. The consumer also reported that the product would not dispense from the tube (product complaint). This case was assessed as medically serious by gsk. Treatment with super poligrip free denture adhesive cream was continued. At the time of reporting, the events were unresolved.